Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. Analysis was unable to prime during prime test due to faulty force sensor resistor (gold). The motor was tested outside the device and passed. No motor error alarm noted. Analysis was unable to complete functional test due to prime anomaly. The insulin pump had a scratched lcd window noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The insulin pump was exposed to magnetic field. The blood glucose at the time of the incident was 330 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.